Event description:
The facility reports while the pt was being transferred from her bed to a chair, she slipped out of the sling. Details of pt and injuries were not released. The device was inspected and found to be in good condition. There were some scratches on legs, and the castors need to be replaced (not turning properly). The lug attachments were ok and the pivot hanger bar was in good condition. The sling was also inspected and was found to be in very good condition (almost like new). (B)(4).

Manufacturer narrative:
Add'l info will be provided upon conclusion of the MFR's investigation.